Event description:
Related manufacturer report number: 2017865-2022-09191. During follow-up, a loss of pacing and loss of capture were observed. Session records were received and reviewed by abbott technical support revealing low pacing impedance and noise resulting in oversensing on the right ventricular (rv) lead. The physician attempted to resolve the event by capping and replacing the rv lead but a loss of pacing was still observed. The event was resolved by explanting and replacing the device. The patient was in stable condition.

Manufacturer narrative:
Reported event of no low voltage output and failure to capture were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis performed, including output verification, capture test, and inspection of header and connectors showed normal device characteristics with no anomaly contributing to reported event. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.